Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged and moved back into the coronary sinus (cs). The lv lead had no capture due to the dislodgement. The lead was capped and replaced. No patient complications have been reported as a result of this event.